Manufacturer narrative:
(B)(4). Dexcom labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2017. The reaction was described as red, itchy and had pus. The patient stated the in the past, their nurse recommended using flonase on the area as a skin prep. The patient stated that they also tried not using the skin prep. The patient did not provide further details of the event or the skin reaction. At the time of contact, the patient was doing fine. No additional patient or event information is available.